Manufacturer narrative:
Product analysis: at analysis it was determined per visual inspection that the plug lock was broken off and that the red boots were discolored. The remainder of the visual inspection noted no anomalies. During testing all continuity tests were okay. Correct resistance was noted between pins 3 and 5 and no intermittent or shorted connections were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer cable, originally returned as an associated device, subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.